Manufacturer narrative:
Other applicable components are: product ID: 3057, serial# unknown, product type: screening device. Product ID: 3057, lot# unknown, product type: screening device. Product ID: 3057, serial/lot #: unknown. Product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for non-obstructive urinary retention and urgency frequency. It was reported that the patient was taking off their sweatshirt and pulled the wires apart and leads out. Patient further reported their device was disconnected and not working. It was also reported that no data had been collected and no adjustments were made on sunday as requested per md due to the dislodgement of the leads/wires. It was reported that the issue was unresolved at the time of the report. No patient symptoms were reported. No further complications were reported or anticipated.